Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine device battery replacement, insulation break was observed on the atrial lead. Auto mode switch (ams) due to multiple noise episodes were also noted. The lead was repaired. The patient was stable.